Event description:
A vaxcel dual PICC was placed for the therapeutic purposes sometime after november 2003. On a separate occasion, a leak dveloped distal to the suture wing aroung the 9 centimeter mark.